Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead¿s insulation pulled away from plastic boot when the lead was capped. Additional information indicated that the conductor was exposed. This brady lead was surgically abandoned. No additional adverse patient effects were reported.